Event description:
The doctor attempted to insert a single piece collamer lens cc4204bf model in the pt's eye and noticed the lens was tearing and decided not to finish inserting into the pt's eye. There was pt contact but no pt injury. It was reported that the lens tore due to being loaded into the injector incorrectly.